Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) could not be retrieved. After the deployment button was pressed, the balloon did not fully retract, and got stuck on the "propulsion" tube. Manual compression was used to stop the bleeding. There were no reported patient injury. The procedure was performed using the retrograde method. The doctor was certified to use the device. There were no obvious signs of damage to the equipment or packaging before use. The catheter sheath introducer used, including its manufacturer, model and french size, is unknown. The suitability of the femoral artery was confirmed by angiography, including confirming that the insertion angle of the vascular sheath introducer was 30-45 degrees. It was confirmed that the vascular diameter is greater than or equal to 5mm, and no obvious calcium deposits, plaques, stents or stenosis greater than 50% are observed at the puncture site and nearby. Before the use of the device, there was no evidence indicating the presence of pre-existing hematoma, arteriovenous fistula or pseudoaneurysm at the access site. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Due to a mix up of information, this complaint was invertedly coded with a reportable event; however, upon further review, and additional information received, a reportable event did not occur with this product and is no longer reportable under the FDA guidelines. Therefore, this event will be unreported and no further reports will be forthcoming.